Event description:
Reference number (B)(4). Event occurred in argentina. The patient reported that the infusion set fell off during insertion due to weak adhesive on (B)(6) 2026. No further information available.